Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that a patient was treated in the right eye with another patients data. The data had been sent from the laptop to the laser after confirmation from the surgeon and technician. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The logfile review shows no abnormalities that could have contributed to the reported event. All laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Most possible root cause is user handling. (B)(4).